Event description:
Customer reported the system will not fluoro following moving the system. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired lose connections in the collimator power supply cable. No patient injury was reported.